Manufacturer narrative:
Additional information was received that the event occurred when no patient was involved, that the unit was dropped when not in use, and no alarms occurred.

Manufacturer narrative:
Device evaluation: received device in poor condition. Turned device on for initial function check. Noticed that there was no power. Opened up the device for further investigation. Found multiple damaged components including the electrical chassis and timing valve cover. The customer reported condition was confirmed. Problem source is user interface.

Event description:
Information was received that a smiths medical pneupac parapac plus ventilator "peep control function was not working". No adverse effects were reported.